Manufacturer narrative:
The c311 system serial number was (B)(6). The c503 analyzer serial number was not provided. The investigation is still ongoing.

Event description:
There was an allegation of questionable low results for 1 patient tested for tina-quant hba1c gen. 3 (hba1c) from the cobas 4000 c311 stand alone system. The initial result was 10.9%. The sample was repeated twice with results of 12.5%. The customer sent the sample to another lab using a cobas pro 503 analyzer and the result was 13.8%.

Manufacturer narrative:
The tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application lot number is 80515001 and the expiration date is 31-mar-2026. A field service engineer (fse) determined that the probes were not being properly dried and some water drops remain on the probe surface. The fse checked the vacuum line and the valve and found that the valve was rusty and the valve was replaced. The investigation determined that the service action resolved the issue.